Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  The reported problem (failed incoming testing) was confirmed.  Upon investigation the monitor was received with contamination. Contamination was discovered on components j502, u20, r23, r30, and u611 on ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor failed incoming testing.